Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter: customer called in and stated that the vacutainer is not filling all the way up to the green line. The item number is 367886, lot#: 9220481. She stated they noticed this issue a couple of months ago and she does not know if any erroneous results happened because of this.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter state: address information was not able to be obtained. (B)(4) was used as a place holder based on the user area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the tubes are under filling during use with a bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes. The following information was provided by the initial reporter: customer called in and stated that the vacutainer is not filling all the way up to the green line. The item number is 367886, lot#: 9220481. She stated they noticed this issue a couple of months ago and she does not know if any erroneous results happened because of this.